Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose was 18 mmol/l. The customer was advised that the alarm could due to a bent cannula, or site/set occlusion. While the customer was disconnected we rewind the pump together, place back the reservoir and ran 5 unit fixed prime and insulin exits. The customer wants that the device be replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.